Event description:
During an atrial tachycardia procedure, it was reported that there was an atrioventricular (av) node block during ablation. This was noticed on the carto 3 and recording system that there was no conduction between the atrium and the ventricle. A permanent pacemaker was implanted and the patient was stabilized. On (B)(4), received additional information requested from bwi representative stating that the outcome of the patient was improved. The physician¿s opinion regarding the causality of this event was procedure related.

Manufacturer narrative:
As the lot # 15979989m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bw products: product: carto 3 rmt system; us catalog # fg560000; serial # (B)(4). Product: stockert 70 rf generator; us catalog # s7001; serial # (B)(4). (B)(4).